Event description:
After impaction of the femoral stem, the surgeon noticed that the femur had a hairline fracture on the lesser trochanter. The fracture was closed with cables and the stem was implanted successfully.